Manufacturer narrative:
Cu has cross-checked the allegation of a machine possibly on "wash only" instead of "wash/disinfect" cycle against its complaint files and has found prior instances of the reported problem caused by user error. Since the time of this event, cu has added a software feature that requires confirmation of user input as part of the evolution of its products.

Event description:
As part of a review of medwatch reports available on the maude database, custom ultrasonics (cu) has learned of report of a machine possibly on "wash only" instead of "wash/disinfect" cycle. Unfortunately, this report does not provide any means for cu to contact the reporter or facility to follow-up and confirm this report. Without the ability to follow-up, cu is not sure if this info reasonably suggests that a serious injury or device malfunction actually occurred. Nonetheless, we are reporting this incident out of an abundance of caution.